Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The instrument broke during surgery. We had to get another tray , has a tray for another case. 35 minutes delay to surgery with additional anesthesia required.